Manufacturer narrative:
Investigation the explanted component has been discarded and cannot be returned to the manufacturer for identification and analysis. Checking the manufacturing charts of the involved lot #2114151, no pre-existing anomalies were found on the components manufactured with the same lot # and sterilization number. This is the first complaint received for the involved lot # and sterilization number. A final MDR will be shared upon completion of the investigation.

Event description:
A hip revision surgery was performed on (B)(6) 2026. The surgeon observed dislocation and luxation, therefore removed the liner and replaced it with a dual mobility liner. The patient was experiencing pain and loss of motion one year after the thjr surgery. Previous surgery was performed on (B)(6) 2025. The surgeon followed the standard surgical workflow for hip revision. The explanted components included: delta neutr. Liner øint 32mm #l (product code 5885.51.160, lot 2114151, ster. N. (B)(6)). Patient is female, 1.66 m tall and weighs 78 kg. Event happened in new zealand.